Event description:
Implant did not work as planned. Implant described as not working during the surgery. Another implant has been used with success. No adverse consequence was reported.

Manufacturer narrative:
After shape recovery testing of the returned device, the shape recovery conformed to memometal specification. Visual inspection didn't identify any defect on the piece. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.